Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. At 1 year and 1 month after the primary surgery, the surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 april 2022. Lot 2006534: (B)(4). No anomalies found related to the problem. (B)(4). Additional item involved in the event, batch review performed on 26 april 2022. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2006688 lot 2006688: (B)(4). Expiration date: 2025-sep-30. No anomalies found related to the problem. (B)(4).